Event description:
Account reports eight incidents in the last year in which flashball separation occurred during usage. Writer inquired if IV push was being given when separation occurred, and reporter stated various factors were involved. Reporter added there was no negative outcome to the patients.